Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for thyrotropin (tsh) on an e601 analyzer. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 15.84 uiu/ml. The sample was repeated on a different e601 analyzer, resulting as 16.22 uiu/ml. The sample was repeated on an abbott architect i2000 sr analyzer, resulting as 2.96 uiu/ml. The clinician accepted the abbott analyzer result since the patient is taking a medication in which results are expected to be within the normal range. The second sample initially resulted as 8.17 uiu/ml. The sample was repeated on an abbott architect i2000 sr analyzer, resulting as 1.29 uiu/ml. The clinician accepted the abbott analyzer result since the patient is taking a medication in which results are expected to be within the normal range. The patients were not adversely affected. The serial numbers of the used e601 analyzers were asked for, but not provided.

Manufacturer narrative:
Samples from the patients were provided for investigation. Investigations of each sample were able to reproduce the values obtained by the customer. No interfering factors were detected in the samples. Due to lack of sample volume available for further testing, the presence of macro-tsh could not be assessed. A macro-tsh is most likely not present in both samples. Further clarification of the observed discrepancies is not possible with available methods and the current state of the art. For diagnostic purposes, the patient results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.